Manufacturer narrative:
The cadiere forceps instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken main tube approximately 38.75 mm from the distal tip. The main tube is broken, and some pieces are missing. However, the size of the missing pieces cannot be confirmed, indicating that a fragment has detached from the instrument. Components adjacent to this broken main tube do not show damage. Additional observation related to customer complaint: the instrument was found to have a dislodged proximal clevis at the distal end near the main tube. The proximal clevis became dislodged due to the broken main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm cadiere forceps instrument was broken. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the housing was made up of white and gray parts. The part that fell off was the gray base. No physical damage at the distal end. No functional issue related to motion was reported. No fragment fell into the patient and no injury to the patient.